Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented for routine follow up, an excessive decrease in battery voltage since previous follow up was observed. Battery was still within normal limits and remains implanted.